Manufacturer narrative:
Per (B)(4) final report. Additional information, including post-op x-rays, operative notes, patient weight, activity level and medical history, whether the patient experienced any slips / falls or other trauma post primary surgery, whether it is known what may have caused the fracture intra-op, whether the patient followed correct post-op protocol and an update on the patient was requested in order to progress with the investigation of this event, however, this information was not provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts assocaited with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the intra-op bone fracture and subsequent revision could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision of the biolox delta ceramic head and ecima insert on the same day as primary surgery due to bone fracture which was sustained in surgery.

Event description:
Trinity revision of the biolox delta ceramic head on the same day as primary surgery due to bone fracture which was sustained in surgery.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post-op x-rays, operative notes, patient weight, activity level and medical history, whether the patient experienced any slips / falls or other trauma post primary surgery, whether it is known what may have caused the fracture intra-op, whether the patient followed correct post-op protocol and an update on the patient has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing record will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.